Event description:
When using an av fistula graft as entry site for post dilating a wall stent, the catheter balloon burst at 10 atm after being inflated twice. Pulled catheter out of sheath & part of balloon missing. Snared by alligator clamp & removed from pt. Dialysis attempted the next day but clotted off. 5mm tip of balloon had to be surgically removed.

Manufacturer narrative:
Block h6, conclusion code 68 was assigned as the product was being used against its labeled indications.